Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Bg values were not provided. Reportedly, the contact believed the insulin duration needed to be adjusted. Tandem technical support guided the customer through adjusting the pump insulin duration. Contact declined to provide any additional information regarding the reported issue.